Event description:
It was reported that the patient went to the emergency room (ER) with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to approximately 48 mg/dl while wearing the pod between the time of bolus administration and emergency room arrival estimated within a few hours. Symptoms reported include sweating, sleepiness, and lack of energy. The patient received a bolus for carbs entered after a meal but subsequently vomited and was unable to retain food or oral glucose treatments. The patient's caregiver attempted to treat the low bg with juice and carbs, but the patient could not keep anything down. An ambulance was called, and the patient was transported to the emergency room. The patient was treated with unspecified interventions to raise blood glucose; caregiver could not recall exact treatment. Blood glucose reportedly increased to 400 mg/dl, after which the patient received 7 units of insulin. The patient was released the same day, (B)(6) 2025, after approximately 4¿5 hours in the emergency room. The patient did not remove the pod prior to hospitalization; the pod was still in use during the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.